Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the reported bleeding and infection could not be conclusively determined through this evaluation. The hm3 IFU lists infection and bleeding as adverse events that may be associated with the use of the hm3 lvas and outlines recommended anticoagulation and inr ranges. The patient remains ongoing on vad support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Description of event or problem: additional information.

Event description:
Additional information: an endoscopy was performed and gi bleeding was confirmed on a sigmoidoscopy. No infection was identified. The patient was treated with argon plasma coagulation and no further bleeding was seen after the procedure. On (B)(6)2017 the patient was admitted for another episode of rectal bleeding. A sigmoidoscopy was done, as was the placement of a hemoclip. On (B)(6)2017 the patient was readmitted for rectal bleeding and a bipolar cautery was performed for treatment. From (B)(6)2017 to (B)(6)2017 2 units of packed red blood cells (prbcs) were transfused, as well as an outpatient transfusion prior to being admitted on 17feb for low blood count.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 months, 6 days. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had a medical history of prostate cancer and was told to expect occasional hematochezia. The patient also has history of radiation proctitis and one angiodysplastic lesion that was treated with argon plasma coagulation (apc) but still experienced bleeding. On (B)(6) 2017 the patient reported another episode of bleeding without any pain. Miralax was recommended. An endoscopy was performed and gi bleeding was confirmed on a sigmoidoscopy. No infection was identified. The patient was treated with argon plasma coagulation and no further bleeding was seen after procedure. A right groin lymphocele with surrounding cellulitis was also noted and the patient was started on doxycycline for 14 days. During a follow up visit on (B)(6) 2017 the lymphocele was noted to have improved with antibiotics. By the next follow up visit on (B)(6) 2017 there was no note of an active lymphocele problem and it was assumed to be resolved with the antibiotics. As of 720 day follow up visit on (B)(6) 2018, the patient had not experienced recurrent bleeding.